Event description:
It was reported the patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised approximately 9 years later due to pain and elevated metal ions. It was noted during the revision, abundant synovitis was debrided, but no signs of metallosis or trunnionosis were identified. The head was removed and an active articulation construct was placed without complication. It was noted the patient continues to experience bilateral hip pain, which is better, but by no means gone. No further event information available at the time of this report.

Manufacturer narrative:
The additional information does not change the outcome of the previous investigation.

Manufacturer narrative:
(B)(4). Reported event was confirmed with medical records provided. Review of medical records showed the following: patient presented with pain, elevated cocr levels, clear fluid encountered, no metallosis, abundant synovitis debrided, areas of debris consistent with polyethylene disease in the past were debrided, no significant corrosion or wear noted on the trunnion or acetabulum, active articulation construct placed, initial shell and stem remain intact. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05568. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised approximately 9 years later due to pain and elevated metal ions. It was noted during the revision, abundant synovitis was debrided, but no signs of metallosis or trunnionosis were identified. The head was removed and an active articulation construct was placed without complication. No further event information available at the time of this report.